Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred, however it is known to have occurred in the nicu. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter's review of the device event history determined the reported condition interrupted delivery. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of 810:11was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of failure code of 810:11. (B)(4)